Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. During procedure, after the deployment of the valve the flexnav delivery system did not cross in the tortuosity part of the left leg. The delivery system was removed from the anatomy, before it was reinserted a non-abbott sheath was attempted to insert but the valve capsule of the flexnav delivery system was noted to be damaged. The edge of the valve capsule was flared by over-recapture (3 recaptures) and reinsertion was considered dangerous by the proctor physician. The delivery system was replaced and the valve was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Manufacturer narrative:
An event of advancement difficulty through patient anatomy and flared valve capsule was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. Based on the available information, the cause of the reported advancement difficulty appears to be related to patient condition (tortuous anatomy). The reported flared valve capsule is consistent with damage during use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.